Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 350/450 mg/dl. Customer stated they had trouble loading his reservoir into the pump.customer decline to perform carelink upload. The customer was treated with insulin of 26u at the hospital. The customer¿s last blood glucose reading was not available. The insulin pump will not be returned for analysis.